Manufacturer narrative:
Upon receiving customer feedback regarding the occurrence of needle breakage during the use of injection needle products, we promptly organized quality control, production, and other relevant personnel to investigate and analyze the situation. The specific details are as follows: (1) batch sample testing: due to the lack of relevant sample batch information in the current market, we selected three batches of products with the same specifications for retention testing today. Twenty samples were taken from each batch for visual inspection, ensuring that the needles were straight, the surfaces were undamaged, and the adhesive was intact. Additionally, ten samples from each batch were tested for needle rigidity and flexibility as shown in the figures and attachments 1-3. Another ten samples from each batch underwent a firmness test, as depicted in the figures. (2) after comprehensive retesting of the three batches of retained products, it was found that the injection needle products met the requirements of the iso7864 standard for single-use sterile injection needles in terms of needle rigidity, flexibility, and firmness testing. Considering the production process, manufacturing technology, and product characteristics of the injection needle products, our preliminary analysis indicates possible causes for needle breakage/detachment: a. Inadequate adhesive or inconsistent firmness between needle components. B. Needle damage. C. During clinical use, exceeding the bending tolerance of the needle, given that the needle wall is thin-walled. The needle should not be bent beyond 20¡ã during clinical use; exceeding the bending limits poses a risk of needle breakage. (3) due to the lack of specific information from the current market, we recommend that customers assist in collecting defective product samples or images to further aid our analysis of the situation.

Event description:
Medline received a complaint regarding the 25g x 1 1/2" bulk injection needles, as they broke during use, without specific batch numbers and sample images.